Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the touchscreen not working. Replaced the stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to use that the programmer touchscreen was not working. The product has been returned for service. There was no patient involvement.